Event description:
It is reported that during the use of the moistened dressing twice a day (bid) over santyl ointment starting on (B)(6) 2014 until (B)(6) 2014, the patient's wounds on both flanks deteriorated resulting in both flanks becoming more indurated. The left flank became thick with eschar/slough, and a new wound appeared with eschar. It is further reported that dressing dried out even with a twice a day (bid) dressing changes even while using normal saline (ns) to moisten and santyl ointment per convatec's solutions guidelines.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Final quality evaluation performed on (B)(4) 2014 is based on the following requirements: no lot# provided. However, an investigation was initiated and closed on (B)(4) 2014 by third party manufacturer, (B)(4), based on the review of the device history records, sterilization process documentation, and retain samples. Results showed no non-conformances in the raw materials, manufacturing, packaging, or the sterilization processes. This report is now a part of (B)(4) CAPA system. (B)(4) will continue to monitor that system for any indication of repeatable reports by complaint type and by product number. Additional quality evaluation states that there are three (3) other reports on file in the past year related to the dressing becoming dried out. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on 07/29/2014. MFR. Report#: 1049092-2014-00364. Please note: there are two (2) cases associated with this product; therefore a separate FDA form 3500a has been generated to address the other case. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.